Event description:
It was reported that the pump malfunctioned after it got wet and was dropped. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Technical support provided information on how to reset the pump and assisted the customer in resetting it. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.